Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and chronic transvenous defibrillation lead have exhibited episodes of ventricular oversensing and an inhibition of ventricular pacing. Guidant received additional information two years later, that the device was explanted and replaced, but the chronic lead remained in-service. The clinical observation has continued to be present at subsequent follow-ups. Noise was observed on both the rate/sense and shock channels. The noise was oversensed and an inhibition of ventricular pacing was again observed. The patient has reported symptoms of lightheadedness. Further attempts to recreate the noise were successful with isometrics.